Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - patient involved was a canine. Race - patient involved was a canine. Date of event: requested, not provided. Lot number- requested but unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned to the manufacturing facility for evaluation. Therefore, no investigation was completed. The evaluation of the actual device could not be conducted due to the device not being returned. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that they were going to remove a catheter from the patient; the catheter came apart and removed in the patient. The hub where you attach it just came apart. The catheter was used to deliver fluids during surgical procedures. Additional information was received on 3/29/18: the head vet tech reported that the catheter was placed during surgical procedure, probably a couple hours. There was no reported leakage or problem with the placement of the catheter. The issue did not affect the animal case, as they were able to retrieve the catheter before it went into the vein.